Manufacturer narrative:
On 15-sep-2021, additional information regarding this event was discovered in a supplemental of the article containing the appendices. In the appendix, e-table 5 documents that a 71-year-old female experienced a left pneumothorax. An image-guided pleural pigtail catheter was placed post-operatively. The patient was hospitalized for 48 hours and discharged home following the catheter removal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial #, physician name): site complaint history review, event verification, system/instrument log review. This event is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required percutaneous drainage.

Event description:
On 08/09/2021, intuitive became aware of a chest article titled, ¿shape-sensing robotic-assisted bronchoscopy in the diagnosis of pulmonary parenchymal lesions¿ (kalchiem-dekel, o., et al., 2021). Within the journal article, an operative complication involving an ion endobronchial biopsy procedure was noted: ¿a total of 4 ssrab-related adverse events were documented, for a total complication rate of 3.0%. Two patients (1.5%) sustained a pneumothorax, both of which required percutaneous drainage. There were no instances of significant hemorrhage, airway perforation, or deaths related to ssrab.¿ the author of the article defined the acronym ssrab to mean shape-sensing robotic-assisted bronchoscopy. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.